Event description:
On (B)(6)2009 a 28-16-140bl bifurcated device, a 34-34-80l and 34-34-100rl proximal extensions, and a 20-25-65f limb extension were successfully implanted. Follow up revealed a proximal and distal type I endoleak. On (B)(6)2009, the patient was treated with an additional 34-34-80l proximal extension and 20-20-55l limb extension with good results. Follow up revealed a persistent proximal type I endoleak. On (B)(6)2010, the patient was treated with an additional 34-34-120rl proximal extension, which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Unknown if patient's anatomy met criteria for indications for use. No conclusion can be drawn at this time.